Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, resulting ina loss of imaging functionality. There is no report o injury or death associated with this event.